Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 20:45:37. During night drain cycle five, the patient's ultrafiltration reading was 1019ml, indicating the home patient (hp) drained 1019ml more than their maximum programmed fill volume of 1600ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method code ¿ 3372. The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.